Manufacturer narrative:
04-dec-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer stated via online chat the round part of the brush head broke off in his/her mouth while brushing, and the rectangular piece remained on the brush head. No symptoms were reported.

Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated via online chat the round part of the brush head broke off in his/her mouth while brushing, and the rectangular piece remained on the brush head. No symptoms were reported.